Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. Medwatch field occupation: the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek xs meter serial number (B)(4). There were segments missing from the results field of the display and this issue could potentially lead to result misinterpretation. No actual result misinterpretation was alleged. While troubleshooting, the reporter could not perform a display check of the meter since it would not power on.

Manufacturer narrative:
The customer's meter was received for investigation. The meter could not be powered on. The battery contacts and printed circuit board were contaminated by liquid which has penetrated/corroded the solder contacts. This affects the battery contacts on the circuit board, and other internal parts causing the display issue. Medwatch fields d9 and h3 were updated.